Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the pulse generator exhibited no output after the leads were connected. The device was no longer used and replaced. The patient was in stable condition post procedure.